Event description:
Customer reported alarm 2 followed by alarm 26, indicating an occlusion event occurred earlier that day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. No additional assistance was deemed necessary, and cts closed the case.